Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
The surgeon was performing a kyphoplasty, when he was turning on the hydraulic cement injector, the cement stopped coming out and there was no pressure left in the pump. The surgeon then took out the cement needle from the cannula. When he noticed the water from the hydraulic pump coming out of the needle and onto the patient.